Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast reconstruction revision in 1997 noted a right breast implant deflation in (B)(6) 2018 and ongoing right breast firmness. The patient had a mammogram in (B)(6) 2017 that indicated possible deflation. Deflation was confirmed by physical examination on (B)(6) 2018. The patient underwent right total capsulectomy and bilateral implant exchange with mentor memorygel breast implant 225 cc gel breast prostheses on (B)(6) 2018. During the procedure, it was noted that the right breast capsule was calcified, and there was an intracapsular lesion (solid smooth tannish color) noted. The right breast capsule and lesion was taken to pathology and was consistent with silicone extravasation. The patient's mentor implants were saline, therefore, the silicone intracapsular lesion is most likely remnant from her previous gel implant. No malignancy was identified.